Event description:
It was reported that while pushing the rollator, a wheel pulled to the right and the end user lost her balance and fell. When she did, she hit her head and required six staples.

Manufacturer narrative:
It was reported that while using the rollator, it jerked and pulled to the right, causing the end user to lose her balance and she fell. When she did, she hit her head and was taken to urgent care where she received six staples and was sent home. The sample was evaluated. Both front casters were found to swivel easily without binding or sticking. No manufacturing defects were found the issue could not be confirmed with the returned sample. If the wheel was caught in a crack, the wheel could have rotated or become stuck, causing the enduser to loose her balance. However, this was not confirmed. A root cause was not identified.